Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient's mother reported patient has had issues with leaking while on his infusion device. Mother reported that on (B)(6) 2010, the infusion set cracked and leaked where the infusion tubing connects to the insulin cartridge. Mother stated that this resulted in the patient having ketones. Mother reported patient's blood glucose on (B)(6) 2010 went up to 30 mmol/l (540 mg/dl), they bolused, and then 2 hours later his blood glucose was 28.5 mmol/l (513 mg/dl). Patient's normal glucose range is 5-10 mmol/l (90-180 mg/dl). Mother stated, they noticed the infusion set was cracked and leaking where the infusion tubing attaches to the insulin cartridge. Mother reported, the patient changed his infusion tubing and about 1.5-2.0 hours later, his blood glucose was back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.